Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The following information was omitted in error on the initial report. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings:the pump powered on with functional auditory and vibratory features, but the display screen remained blank. The pump was opened to investigate, and the display screen was found to be cracked. The damaged screen was replaced with a test screen, and the test screen functioned appropriately. Unrelated to the complaint, investigation revealed a cracked battery compartment. No power issues were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.